Event description:
In 2003, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). In about 13 months, the vad coordinator called the MFR stating the pt was having black dust coming from the vent filter. The pt was asked to come into the hosp for evaluation. After arriving to the hospital the pt was admitted for a fever. The pt was also having power limit advistory and low flow alarms, and was placed on an ip console in 10/2004. The pt was found to have had an infection. The situation was discussed with the family, and care was withdrawn. The pt expired in 10/2004.